Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. Subsequently, 1.1j commanded shocks were delivered to test the integrity of the system. This crt-d and rv lead remain in service. No additional adverse patient effects were reported.